Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 41-year-old male with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. Before implant, a self-resolving pump stop alarm occurred. The case continued after the event and the impella rp was successfully inserted for support.

Manufacturer narrative:
The investigation for the pump stop has been completed. According to the clinical, a high motor current pump stop occurred. The pump was able to be restarted and self-resolved. No product was returned for a visual inspection. Data log analysis confirmed a high motor current pump stop around 23 hours into support while on p-6. Prior to the pump stop there were multiple motor current spikes with speed deviations independent of p-level. After the motor current spikes, purge pressure, purge flow, placement signal, and motor current were variable for 5 hours before eventually stabilizing. The cause of the temporary pump stop was not determined because no product was returned and not enough clinical information was given. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ corrections to the initial MFR report: added-d6a/d6b, f6/f8 should have been left blank, h6 med dev prob code 1502 changed to 1503.